Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the lens got stuck in company cartridge. After the surgeon removed it, the iol changed its shape and became unsuitable for implantation. There was no patient contact. The procedure was completed with another unspecified lens of the same diopter and power. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.